Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found a cracked battery compartment and the latch lock failed testing. A review of the event history log found error code 43169. During the functional testing, the customer reported complaint was able to be confirmed as the error code 45169 was displayed during the power up test. The lcd, lens, lens seal, corner foam, tape, battery compartment, battery door, pwa foam, separators, springs, pogo pins, contacts, optic switch, bracket, gaskets, insulator, keypad, labels, latch lock, latch lock sensors, ground strips and handle were replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Manufacturer narrative:
B3: unknown; month and year valid investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed error code 45169. There was no patient involvement.